Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl [concentration unknown] at a dose of 2799 mcg/day via an implantable pump for other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported on 2017-jan-03 that there was a volume discrepancy where the actual volume was 13 and the expected volume was 8. It was indicated that this happened another time where the volumes were off but the healthcare professional (hcp) would not tell the patient the amounts. It was noted that they did a dye study a couple months ago (from (B)(6) 2017) and the hcp said the catheter was still anchored. The patient was still in ¿so much pain¿ with pain and issues in the patient¿s back where it was implanted, there is a big knot which feels like a cyst and below that a stabbing pain, legs going numb, muscle spasms, and excruciating pain for the last three months in her back and right leg. The pain was continually getting worse and she could hardly walk. Physician listings were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: fentanyl with concentration 10,000.0 mcg/ml at a dose rate of 2,799 mcg/day, and bupivacaine with concentration 12.0 mg/ml at a dose rate of 3.359 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a manufacturer representative reported the pump was replaced on (B)(6) 2017 and would be sent back to the manufacturer for analysis due to residual volume discrepancies at pump refills. It was unknown to the representative when the event began. The representative stated they did a catheter access port (cap) and were able to confirm catheter patency. When they replaced the pump, the actual residual volume was 10 cc, and the expected residual volume was 5.5 cc. The representative was unsure if the patient had any symptoms as the representative stated he had never met the patient before until the day of replacement, so the representative knew no history regarding the patient. The pump contained fentanyl [10000 mcg/ml] at a dose of 2381 mcg/day and bupivacaine [12 mg/ml] at a dose of 2.857 mg/day. No further patient complications were reported.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-oct-10. It was reported that the patient thought it was the pump that was malfunctioning and the healthcare professional (hcp) ran a bunch of dye studies. It was stated that the doctors could not figure out why the pump was malfunctioning. It was stated that supposedly they checked the patient¿s personal therapy manager (ptm) several times and said it was working fine. The patient got the pump implanted two and a half years ago and then received the ptm. The patient just had the pump replaced last friday (B)(6) 2017. It was stated that the patient did not think the pump was malfunctioning. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.